Event description:
It was reported that an onsite connectivity issue occurred. The technical support engineer (tse) troubleshooting first involved investigating the connection problem and discovering that an auxiliary video board (avp) error 40068 appeared during a power cycle. Tse informed the site that further action would require a part replacement. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the auxiliary video board (avp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.